Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal surgery due to spine degenerative disease and arthritis of spine. Intra-op, the driver broke. No fragments of the broken device remained in the patient. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis results: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.